Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18756. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on 18 january 2022 wherein both leads were repositioned to address the issue.